Event description:
In 2007, a male patient with a history of benign prostatic hyperplasia underwent aaa repair. The pre-procedure diagnosis indicated that the patient had diffuse and severe calcifications in the left common iliac artery, which would require the placement of another manufacturers stent following the zenith devices. After placing the zenith devices digital subtraction angiography exhibited a distal type I endoleak in the left common iliac artery. Therefore, as anticipated, a palmaz stent was placed to resolve the endoleak.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing.